Manufacturer narrative:
The complainant reported that the implanted device was a pinnacle posterior pelvic floor repair kit; however, the lot number povided corresponds with a pinnicle anterior-apical pelvic floor repair kit.

Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced vaginal infections, dyspareunia, pelvic pain, and recurrent of stress urinary incontinence and/or pelvic organ prolapse. The physician's office has been contacted; no further information is available.